Event description:
The spike was broken while connecting and disconnecting to a yume set. The set had been used for 52 days. This is a spontaneous report by a nurse from (B) (6) to report a case of peritonitis. The patient had abdominal pain and diarrhea coincident with dianeal n and extraneal therapy. On the (B) (6) 2009, the patient began automated peritoneal dialysis (apd) therapy with dianeal n pd-4 2.5% 5000ml x 2bags and extraneal 1500ml x 1bag/day. On (B) (6) 2010, his uv flash transfer set was routinely changed to new one. On (B) (6) 2010, when he disconnected his uv transfer set from an automated pd set, his uv flash transfer set was broken at the base of the spike. He went to the hospital and his uv flash transfer set was changed to new one. No symptoms were observed . On (B) (6) 2010, the patient was hospitalized due to peritonitis. His peritoneal effluent culture was performed (result was not available at the time of this report). He was treated with antibiotics but details were not reported. After the peritonitis occurred, his pd therapy was changed from apd to continuous ambulatory peritoneal dialysis (capd). Capd bag exchange was 4 times/day. The patient had abdominal pain and diarrhea in late (B) (6) 2010, but he did not inform the hospital of the events because he didn't want to be hospitalized. It was unknown whether the events were prior to the uv spike broken on (B) (6) 2010 or not. Per the nurse,the peritonitis was serious but not related to dianeal n or extraneal. The causality between the peritonitis and the uv spike broken is unknown. The nurse did not comment on the causality or seriousness of the abdominal pain and diarrhea.

Manufacturer narrative:
(B) (4). Device evaluation not completed as of initial report. Follow-up information will be sent if it becomes available.

Event description:
It was reported that the pump took one month to restart after an MRI was done. The healthcare provider noted "concern of corrosion of rotator." The pt experienced increased pain. No rotor or dye studies were performed. The pump was replaced. The pump was used to deliver morphine and bupivicaine. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Baxter received one used set in reference to cracked/broken. The set was visually inspected and it was noted that the spike was broken completely off at base of spike. No other visual defects were noted. The complaint was confirmed in the lab for broken. There is no identified adverse trend for this issue.